Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 35 mg/dl at the time of admission, and 169 mg/dl at the time of the call. The customer used glucose solution and was given intravenous saline and dextrose to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Customer reported that their doctor stated the pump malfunctioned and should be replaced. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08640 inches.